Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the screw in the short wire post broke off, causing pain to the patient. Implant site-external fixation. Resolved: screw was used to replace. Patient was non weight bearing. Patient felt pain due to post breaking. Bio was used on soft tissue. Delay: surgery time extended greater than 30 minutes. Trauma did occur, yes-poor bone quality, yes-biologics used.